Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during final tightening, the zero-p plate became disconnected. It was reported the device was implanted in the patient. No harm to the patient was reported. The delay of the surgery was -20% and the incident did not require further treatment. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The additional evaluation reports that the relevant dimensions were as far as possible checked. Manufacturing and inspection records indicated no problems with the lot in question. Also we are not aware of any similar occurrence regarding to this article- and lot number. The function test has shown that the implant can be assembled and disassembled as required. Also it stays in position after assembling and can just be removed with effort. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the provided information the exact cause of this occurrence cannot be defined. There are some heavy damages at the peek part of this implant visible, which indicates that this device was exposed to excessive forces. But afterwards it is impossible to define if this did happen during the insertion or the extraction after the disconnection. At this point we can only assume that bending and/or rotational forces were applied onto the implant holder during the insertion, which can lead to a separation.